Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was received for examination. The x-ray images have been reviewed. In reviewing the images, it was not possible to confirm the complaint. It is not possible to confirm product failure regarding the reported allegations. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
(B)(6). Clinical notification received for revision of left total knee to address flexion instability. Date of implantation: (B)(6) 2021, date of revision: (B)(6) 2021, (left knee). Treatment: tibial insert revised.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.